Event description:
During routine testing and maintenance, the roller pump displayed a "motor error" message. The pump was replaced with an alternate device. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.